Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During the implantation of the subject pacemaker, a beflex lead (serial number unknown) was connected to the pacemaker but no spike was detected until the pacemaker was placed into the pocket, although the patient had his own rhythm of 40 bpm. After the implant, the physician checked that the impedance of the lead was normal and programmed the pacemaker in bipolar pacing / sensing. The physician would like to know the cause of this behavior; why did the pacemaker not start to pace in bipolar when the lead was connected.